Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. The customer alleged that the pump "had not been working"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not known. Event date is approximate. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.